Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, this right ventricular (rv) pacing lead showed high out of range pacing impedance. On an x-ray, a conductor fracture was visible. A revision procedure was done and this lead was surgically abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.